Event description:
Boston scientific received information that immediately post-implant, after the pocket was closed, this implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) defibrillation lead exhibited a morphology on the shock channel that appeared odd to the physician. It was noted that the shock channel was picking up the p-waves from the right atrial (ra) lead. A boston scientific technical services consultant discussed opening the pocket to verify lead connections and to perform defibrillation threshold (dft) testing. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the pocket was reopened and the high voltage terminal pins were confirmed to be reversed in the device header. The pins were placed in the correct ports, and this resolved the odd morphology that had been seen on the shock channel. The chronic rv lead and this device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.